Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 789029, 12463246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, post-traumatic stress disorder, uterine bleeding and paratubal cyst. Concomitant products included medroxyprogesterone (depo provera) from 2004 to 2006 for contraception nos as well as alprazolam (xanax) and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervicitis ("mild chronic cervicitis"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full)/bilateral salpingectomy to remove one or more of the essure coils) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage, cervicitis, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, female sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for cervicitis with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most of symptoms had decreased. (B)(6) 2012: histopathology report: total hysterectomy with bilateral salpingectomy showing mild chronic cervicitis without atypia, severe mucosal denudation and mild superficial adenomyosis consistent with post biopsy degenerated change, bilateral fallopian tubes showing two para tubal cysts in one tube. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: cervicitis, (confirming pelvic pain) and dyspareunia." Most recent follow-up information incorporated above includes: on 3-apr-2018: this case is medically confirmed. Reporter information was updated. This case concerns 23 year old patient. Her demographics were updated. Her concurrent conditions were added. Lab data was added. Essure indication was amended. Essure lot number was added. Her concomitant medications were added. Per mr: mild chronic cervicitis. Per pfs: abnormal bleeding (vaginal/menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping) and vaginal pain were added. Most of symptoms had decreased. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 789029,12463246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in (B)(6) 2011. Medical conditions: *(B)(6) 2012: histopathology report: total hysterectomy with bilateral salpingectomy showing mild chronic cervicitis without atypia, severe mucosal denudation and mild superficial adenomyosis consistent with post biopsy degenerated change, bilateral fallopian tubes showing two para tubal cysts in one tube. Concurrent conditions included depression, anxiety, post-traumatic stress disorder, uterine bleeding and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) from 2004 to 2006 for contraception nos as well as alprazolam (xanax) and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervicitis ("mild chronic cervicitis"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation and hysterectomy (full), bilateral salpingectomy to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage, cervicitis, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, female sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for cervicitis with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most of symptoms had decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011 . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: cervicitis, (confirming pelvic pain) and dyspareunia." Lot number 12463246: manufacture date: 2010-10 expiration date: 2013-08. Lot number 789029: manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received: event failure to occlude (close) fallopian tube added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 789029, 12463246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, post-traumatic stress disorder, uterine bleeding and paratubal cyst. Concomitant products included medroxyprogesterone (depo provera) from 2004 to 2006 for contraception nos as well as alprazolam (xanax) and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervicitis ("mild chronic cervicitis"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full)/bilateral salpingectomy to remove one or more of the essure coils) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage, cervicitis, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, female sexual dysfunction and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for cervicitis with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most of symptoms had decreased. (B)(6) 2012: histopathology report: total hysterectomy with bilateral salpingectomy showing mild chronic cervicitis without atypia, severe mucosal denudation and mild superficial adenomyosis consistent with post biopsy degenerated change, bilateral fallopian tubes showing two para tubal cysts in one tube. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: cervicitis, (confirming pelvic pain) and dyspareunia." Lot number 12463246: manufacture date: 2010-10 expiration date: 2013-08. Lot number 789029: manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.